Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that post implant, prior to the patient leaving the electrophysiology lab, the patient was noted to be ventricular safety pacing. Fluoroscopy and device evaluation revealed that the atrial lead had dislodged into the ventricle. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.